Event description:
It was reported that the downstream occlusion (dso) seal was open, and cassette attachment error occurred. The event occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9 - date returned to mfg: h3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During functional test, the pump does not turn on with battery power. The customer reported issue was confirmed. The probable cause of the reported problem was contamination/dirt found at downstream occlusion (dso) sensor area. Replaced the dso sensor and mainboard to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.